Event description:
It was reported that the customer was hospitalized due to a stroke. While the customer was in the hospital, the insulin pump alarmed motor error. Troubleshooting was performed, and the displacement test failed. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during bolus delivery due to the motor encoder signal being out of phase. The basic occlusion, prime, and excessive no delivery alarm tests could not be performed due to the motor error alarms.